Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the reported event, the heart lead flex was out of specification. It was also noted that the upper and lower cases were broken and contaminated, the battery release, knobs, heart block, lead flex cover, output connectors, heart wire contacts, battery contacts, and battery drawer were contaminated, the side bail covers, ring cover, side bails, ring bail, two case screws, ring cover screw and battery drawer o-ring were missing and the keyboard was scratched. Further analysis was performed on the heart lead flex. This analysis found that the out-of-specification output was caused by a diode component failure.

Event description:
It was reported the ventricular output is low. The device was returned for repair and calibration. There was no patient involvement indicated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.